Event description:
It was reported that the patient received inappropriate shock due to t wave oversensing. Low sensing amplitude was noted on the lead. The lead and ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Upon review of session report, the sensing anomalies observed in the field were confirmed. The device was tested on the automated test equipment system and device showed normal characteristics. No anomalies were detected. The device met all specifications.